Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.